Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? No. When was the issue found(in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please refer to the event description, other information requested is unknown. Do you have any photos available for visual analysis? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Upon opening the product packaging, the product (ligature) was missing. The inner packaging had a kind of signature on it, which appeared moist. All other packages from this box were ok. The customer is worried about the potential lack of sterility. Please investigate. There were no patient consequences reported. Additional information was requested.